Event description:
The customer reported there was a broken speaker. It was confirmed there was no audio coming from the unit. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who mentioned there was a speaker malfunction inop and there was no sound coming from the unit. The rse ordered the customer a replacement speaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.